Event description:
It was reported that a venous closure of a right common femoral vein was attempted with a proglide device using the pre-close technique via a 6f sheath hole prior to a mitraclip interventional procedure. Reportedly, the device was inserted over the wire and the wire removed. The footplate was deployed, and the device pulled back to confirm contact with the wall of the vessel. However, after pulling the device back, the plunger came out of the device with no suture attached (the plunger was never pushed into the device, and it came out on its own). The sutures of two new proglide devices were successfully pre-placed. The sheath was upsized to a 24f and the interventional procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
(B)(4). This device will not be returned for evaluation. The device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. It should be noted that the electronic perclose proglide instructions for use (IFU) states: perform a femoral angiogram to verify the location of the puncture site. In this case, it is unknown if the reported IFU violation contributed to the reported difficulties. In the absence of device returned for analysis a conclusive cause for the reported difficulties could not be determined and the subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.